Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/11/2017 with the following findings: investigation revealed that the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad cover was observed to be missing. Investigation revealed that the button contacts were flattened. Additionally, investigation revealed that the battery compartment was cracked in two places and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, the keypad buttons were under-responsive, and the display was dim and discolored. This report is made based on results of investigation completed on 05/11/2017.